Manufacturer narrative:
Product event summary: data files and device were returned and analyzed. Data files showed that five injections were performed with the balloon catheter without any issues or system notices. Visual inspection of the catheter showed that the plastic sleeve was missing. Smart chip verification indicated the catheter was not used. The catheter passed the performance test and electrical integrity as per specification. Also, the impedance was within specification. Furthermore, the plastic sleeve is useful when inserting the catheter into the sheath so the balloon does not fold, then it is not required for ablation. Visual inspection of the sheath showed that there were kinks at 2.5 in, 4.25 in, and 18.5 in, from the shaft tip. The deflection worked as per specification. The reported insertion compatibility issue was reproduced due to a missing plastic sleeve for the balloon catheter and multiple kinks on the sheath shaft. In conclusion, the reported compatibility issue has been confirmed through testing. The sheath failed the returned product inspection as per specification due to a shaft kinks. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was very difficult to pass the balloon catheter across the sheath valve. The kit was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. It was further reported that the device was returned to the manufacturer, analyzed, and tested out of specification.